Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 14-nov-2023. H6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing a high rate of suspected false positive results while running the enteric viral panel assay. The customer run database was provided to bd service and quality for analysis, which revealed evidence of contamination. A bd field service engineer (fse) was dispatched to the customer site where they performed troubleshooting and confirmed that the instrument had a functional issue with the z-gantry as it fails the z stall test. The fse replaced the z-gantry and performed necessary alignments and calibration of the system. The instrument was qualified and confirmed to operate to specifications. This complaint is confirmed by service. The root cause was traced to a faulty z-gantry motor. Sample analysis consisted of both the customer instrument database and the returned z-gantry assembly. Bd engineering performed stall test and diagnostics on the returned part and confirmed failure of the motor component. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and one additional case was observed on 18may2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the kit bd max enteric viral panel that there was false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false positive results. Customer reports a constant fp results with the evp.

Manufacturer narrative:
The following were updated: site legal name (FDA):becton, dickinson & co. (Sparks). B.1 bd max¿ system, bd max¿ instrument was added to the description. D1: medical device brand name: bd max¿ system, bd max¿ instrument. D2a: common device name: instrumentation for clinical multiplex test systems. Medical device type: ooi. D3: medical device manufacturer: becton, dickinson & co. (Sparks). D4: catalog: 441916. D.4 serial # (B)(6). H4: device manufacture date: 08/26/2020. G1: manufacturing location: becton, dickinson & co. (Sparks). UDI # (B)(4). G.5 PMA / 510(k): k111860, k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false positive results. Customer reports a constant fp results with the evp.

Event description:
It was reported that while using the kit bd max enteric viral panel that there was false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details false positive results. Customer reports a constant fp results with the evp.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2263385. D4. Medical device expiration date: 2024-05-04. H4. Device manufacture date: 2022-09-20. D4. Medical device lot #: 3005023. D4. Medical device expiration date: 2024-05-18. H4. Device manufacture date: 2023-01-05. D4. Medical device lot #: 3081589. D4. Medical device expiration date:2024-10-20. H4. Device manufacture date: 2023-03-22. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.